Manufacturer narrative:
Final device investigation found that the device spun freely upon testing. There was no detectable rubbing when the inner piece was rotated around in the outer piece. There was no missing metal or scoring on the shaver that would be consistent with the device rubbing and shedding metal during use. There was evidence of lubrication still present on the inner piece. The cutting edge was slightly worn in a manner consistent with use but was not compromised, the there were no sections of the edge that appeared worn away as is usually present with rubbing or grinding.

Event description:
It was reported that during a knee arthroscopy with meniscectomy, after a few minutes the shaver was making a grinding noise and metal flakes were reported on the screen. The flakes fell into the pt's joint space and were removed using suction. Torque was being used. The shaver was being used in the "normal manner" with the knee in position. Another shaver was used to complete the procedure. There was no pt injury.